Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose and possible under delivery anomaly. Blood glucose level at the time of the incident was 469 mg/dl. Customer alleged insulin pump was under delivering because customer believes the insulin pump was not working. Customer stated infusion set had bent cannula. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature information was unknown. The insulin pump will be returned for analysis.